Manufacturer narrative:
E1 customer extension number- (B)(6). The device has been received for evaluation; however, investigation has not been completed. Additional contact information distributor: (B)(6).

Event description:
The event involved an 11" ext set w/6-port nanoclave¿ manifold, check valve, nanoclave¿, clamp, luer lock where the customer reported that the product broke and disengaged, and that the IV fluid and medication were no longer infusing into the patient. This was noted during patient assessment. There was patient involvement, and no patient injury reported as a consequence to this event.

Manufacturer narrative:
Investigation summary: one (1) photo was shared by customer, showing the body separated from the nanoclave and the seal is shown. No additional damage or anomalies are observed. One (1) used. List #am6143, 11" connected to an unknown, primary plum set; lot #unknown. As received, the nano clave was observed to be separated from the manifold, additional the nano clave's body was connected into the returned female luer's mating device. The subassembly clave nano was visually inspected, and a crush spike was observed, seal and boy were not returned for evaluation. Some scratches/marks were visually observed on the spike clave nano were the body fits. The ID of the returned male luer was measured finding within specification. Complaint of product broke and disengaged can be confirmed. The probable cause is unknown. The lot # review could not be conducted because no lot number(s) was/were identified.